Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause documented in oracle was identified as a broken seat frame.

Event description:
The tbm went and looked at the chair. The chair and the rear seat frame is cracking. She said she will send pictures.